Manufacturer narrative:
Correction h6- medical device problem code- should be 2616 - malposition of device rather than 1670 - use of device problem.

Event description:
It was reported that patients lead was improperly placed. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein lead was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.